Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient presented for a lead revision. During the procedure, the physician elected to prophylactically replace the patient's implantable cardioverter defibrillator. The patient was stable after the procedure.